Event description:
Reportedly, the impedance battery of the pm was at 17kohm in october 2022 and implanted in (B)(6) 2021.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Preliminary analysis: upon reception, the device could not be interrogated nor reinitialized; no communication could be established between the programmer and the device. Neither atrial nor ventricular pulses were delivered. Then the device was opened to have direct access to internal components: the battery was found depleted; a detailed visual inspection did not reveal any anomaly; the device was then powered with an external power supply; normal pacing pulses were delivered and overconsumption of the hybrid electronic module was detected; in depth analysis revealed the overconsumption is probably due to a capacitor. The capacitor was replaced and then no overconsumption was detected. The hybrid circuit was then submitted to the standard electrical manufacturing hybrid test: no significant difference was observed when comparing the results with those obtained during the manufacturing cycle (at the time the device was manufactured). A review of the manufacturing records did not present any irregularities. Review of the provided files confirmed the overconsumption. The start date of the overconsumption cannot be determined with certainty, but it has probably started between (B)(6) 2023.

Event description:
Reportedly, the impedance battery of the pm was at 17kohm in (B)(6) 2022 (and implanted in (B)(6) 2021).

Event description:
Reportedly, the impedance battery of the pm was at 17kohm in (B)(6) 2022 (and implanted in (B)(6) 2021).

Manufacturer narrative:
Correction : the start date of the overconsumption cannot be determined with certainty, but it has probably started between january and june 2022 (instead of 2023) final analysis : - on 24 october 2022, the programmer software revealed that the device had reached its rrt. - since not all of the historical follow-up data was provided, no precise estimation of the overall longevity could be performed. - nevertheless, review of the provided files confirmed the overconsumption. The start date of the overconsumption cannot be determined with certainty, but it has probably started between january and june 2022. - a review of the manufacturing records did not present any irregularities. - upon reception, the device could not be interrogated nor re-initialized; no communication could be established between the programmer and the device. Neither atrial nor ventricular pulses were delivered. - then the device was opened to have direct access to internal components: o the battery was found depleted; o a detailed visual inspection did not reveal any anomaly; o the device was then powered with an external power supply; normal pacing pulses were delivered and an overconsumption of the hybrid electronic module was detected; o in depth analysis revealed the overconsumption is probably due to a random malfunction of the capacitor t298. This capacitor was replaced and then no overconsumption was detected. O the hybrid circuit was then submitted to the standard electrical manufacturing hybrid test: no significant difference was observed when comparing the results with those obtained during the manufacturing cycle (at the time the device was manufactured).

Event description:
Reportedly, the impedance battery of the pm was at 17kohm in (B)(6) 2022 (and implanted in (B)(6) 2021).

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Preliminary analysis: upon reception, the device could not be interrogated nor reinitialized; no communication could be established between the programmer and the device. Neither atrial nor ventricular pulses were delivered. Then the device was opened to have direct access to internal components: the battery was found depleted; a detailed visual inspection did not reveal any anomaly; the device was then powered with an external power supply; normal pacing pulses were delivered and overconsumption of the hybrid electronic module was detected; in depth analysis revealed the overconsumption is probably due to a capacitor. The capacitor was replaced and then no overconsumption was detected. The hybrid circuit was then submitted to the standard electrical manufacturing hybrid test: no significant difference was observed when comparing the results with those obtained during the manufacturing cycle (at the time the device was manufactured). A review of the manufacturing records did not present any irregularities.